Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was returned and black particles were observed in the floater during device evaluation. There was no report of serious or permanent patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to themanufacturer's product investigation laboratory (pil) for further evaluation. An external and internal inspection of the received bipap and humidifier performed. An evidence of dirt/dust contamination & tobacco/nicotine contamination to the air inlet path of the bipap was found. This contamination was later found throughout the bipap air path. Also, no evidence of black partials in the humidifiers water chamber was in chamber. It was observed the fresh air intake seal, the dry box seals and the humidifiers flip lid seal are discolored from the buildup of the tobacco/nicotine contamination. There also is a strong odor of tobacco/nicotine within the chamber. Riql/pil performed an internal inspection of the bipap and found the internal surfaces of the bipap have evidence of the dirt/dust contamination and tobacco/nicotine contamination. The impeller assembly shows evidence of having rubbed and cracked likely due to the impeller becoming unbalanced from the build-up of the contaminants. The contaminants would also likely result in the degradation of the impeller assembly. There are indications of the impeller assembly having rubbed and cracked the blower assembly, likely resulting in the failure of the device. The failure of the bipap blower assembly prevents the bipap from passing testing on the multi-function test station. Based on the investigation performed by pil does confirm the complaints associated with the returned devices. The complaints are found to be a result of a failure of the blower impeller in the bipap as a result of improper care of the bipap by the user of the device and are not a result of a failure of the bipap during normal usage.